Event description:
It was reported that during a laparoscopic cholecystectomy procedure, "the device would not fire on an unknown firing attempt." Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Broken cam - ejected clips. The analysis results for the device found that it was returned with one cam ramp broken . The device was cycled and ejected the remaining clip due to the cam condition. Possible causes for the condition found might be twisting of the jaws, force placed on the jaws during activation or excessive loading due to forming a clip over another device exceeding the structural capability of the jaws and/or cam. The device locked as intended, but the orange indicator over traveled. The batch record was reviewed and no anomalies were noted during the manufacturing process.